Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the reported product issues did not cause or contribute to the patient's symptom of chest pain. No intervention was required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5867as x2 adaptors, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with chest pain. A remote transmission showed intermittent far field r wave oversensing of the right atrial (ra) lead on some stored episodes. In addition, possible occasional t wave oversensing and noise oversensing of the ventricular lead was noted on some episodes. Both leads remain in use. No further patient complications have been reported as a result of this event.